Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-85482, 2032227-2015-01547.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 126 mg/dl. Customer's mother stated that the customer had a no delivery alarm and hospitalization issues. Customer ran 17 units through and not one drop came out of the tubing and there were no alarms on the pump. Customer's mother stated that the pump did not give any insulin one time. Customer's mother stated that they no longer have the refurbished pump and have bought a new pump. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.